Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during for the 5th firing at the bronchus resection, the surgeon fired the powered stapler. The surgeon checked the resected end, and noted the outermost in 3 staple lines at the patient's side was incomplete. The double staple lines were complete and no air leakage was not noted at the leak test. However, with the surgeon's decision, the additional resection was performed. The surgeon fired the device to the central side of the cut end of the bronchus. The surgeon used a reinforcement material and glue to reinforce the tissue and complete the procedure.